Event description:
It was reported that a patient was implanted a ncb df plate, right, 9 holes on unknown date. Three months later the surgeon detected the plate fractured near the bone fractured part. There was no bone union seen. The patient was revised on unknown date.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .